Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-61- improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that he will not be using them again.

Event description:
Consumer reported complaint for pen needle. Complaint stated that pen needles are dull; they appear to just be cut off and not sharpened at all. The customer did not report symptoms, besides being painful when using product. Medical attention is not reported as a result of dull pen needle. The product storage location is undisclosed.